Event description:
My last eye exam was in 2006 and that's when my eye dr recommended I try using amo complete moisture plus multi-purpose solution and I've been using it ever since. I began having eye infections a month or two later. They weren't painful but my eyes would turn very red for several days. I didn't have medical insurance at the time, so I just used silver colloidal drops to treat the infections. I've had approximately 10 infections since then with varying severity, the worst was when I had to wear my glasses for a week and throw out my contacts until the infection went away - I think that was the 2nd infection, or a continuation of the 1st-. The rest of them were more minor and the silver drops always helped to stave them off. I developed a sty a few weeks ago, which I attribute to the infections. I still have the sty and had finally planned on going to an eye dr next week, finally I have enough money. As soon as I learned that the solution was recalled, 05/25/07, I threw out the contacts I was wearing and stopped using the solution. Dose: contact solution. Frequency: every day. Route: unk. Dates of use: 2006 - 2007. Diagnosis or reason for use: try a multi-purpose solution.